Manufacturer narrative:
The device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Three days following an atrial fibrillation procedure, a pericardial effusion was noted. After a successful transseptal puncture, left atrial access was lost. The catheter was maneuvered through the septum once more and ablation was performed successfully. Three days later a pericardial effusion was noted and a pericardiocentesis was performed. An additional thoracotomy was performed to treat the effusion and a puncture was found in the right atrium during surgery. The patient was in stable condition and was discharged from the hospital. There were no performance issues with any abbott device. The physician felt the ablation catheter caused the perforation when left atrial access was lost.